Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence with this artificial urinary sphincter (aus). The physician suspected a leak in the system, noting that it felt like there was air in the system when pressing on pump. The aus was removed, and the balloon was noted to still be filled with fluid. A new aus with a 5.0 cm cuff, balloon, and pump were implanted. No further patient complications were reported.